Event description:
It was reported that the subject device had 'air leakage from boot on video connector side". There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device evaluation has confirmed the reported issue. In addition, inspection results found the connector was flooded. No image due to a cable failure was noted. Based on investigation findings, a definitive root cause of the phenomenon cannot be conclusively determined. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor field performance.